Event description:
Doctor reported an event of "lap band slip", pt was admitted to the hospital for removal of lap band and underwent sleeve gastrectomy.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The rptr of the event was asked to return the product for analysis. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal."